Event description:
The initial reporter stated that the administration set had leaked from the filter. Mmd did follow up with the initial reporter, who stated that there had been no adverse patient outcomes or events due to the complaint. No additional information was provided. [Complaint-(B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.